Event description:
While placing the 4340 sensing lead, the surgeon observed air escape which could audibly be heard with ventilation and verified when bubbles were seen when the surgical pocket was filled with saline. A chest tube was placed to address the pneumothorax. The issue was resolved and the chest tube was removed the day after surgery.